Event description:
It has been reported that the sheath of this device kinked upon insertion. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.